Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on med watch 221685 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Event description:
It was reported, the video system center had pin connector damaged and scope connector error (error b30). There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.